Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: customer received si reports on needles not retracting properly causing a chance for needle sticks. I have pulled needles off the shelf.

Manufacturer narrative:
Investigation results: the complaint of needle retraction failure could not be confirmed from the representative 20g insyte autoguard units that were received from lots 4234657, 4241244, and 4239972. A functional test showed that each needle fully retracted when the safety mechanism was activated. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.